Event description:
On 12/15/93, the resident was to attend an activity outside the facility. The resident was to be transported to this outside activity by an ambulette owned by the handicap transport co. The resident positioned her electric wheelchair on the platform of the hydraulic lift. While the lift was being moved up to the vehicle by the driver, the resident suddenly fell out of her electric wheelchair onto the concrete walkway.